Event description:
The customer reported that the canopy had various problems while in use with various pts. There is zipper damage to the right side panels. The pull tab slider is missing, as well as some zipper teeth. The customer also stated that there are tears on the netting and canopy material. No pt injury or incident was reported. Eval of the returned product found that a zipper slider body was open on a panel window.

Manufacturer narrative:
The product was returned for eval. Inspection found that the top ridge insert pin tape was ripped on panel side a. The drainage port zipper had a two inch rip at the start of the zipper. On panel side b, the zipper slider body was open and the drainage port zipper had a four inch rip in the vinyl at the start of the zipper. On panel side c, the right leg slider body was stuck. The condition of the canopy was worn and such that it could not be put into use. (B)(4).